Manufacturer narrative:
The complaint investigation for a falsely elevated architect total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing of the complaint lot. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 22493ui03 did not identify any non-conformances or deviations with the likely cause lot. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 22493ui03, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect total b-hcg, lot number 22493ui03, was identified.upon further review, field d4-catalog no was updated from 07k78-30 to 07k78-77 and field d4-lot no was updated from 22493ui00 to 22493ui03.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID 012986677600 and sample ID 801. All available patient information was included. Additional patient details are not available. Hone complete entry: (B)(6).

Event description:
The customer observed a falsely elevated architect total b-hcg result for one patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID 012986677600 initial result, on 23aug, was 1004.27, repeated, under sample ID 801 on 25aug, was <1.2 miu/ml. The patient was redrawn on 25aug and the result was <1.2, repeat was <1.2 miu/ml. There was no impact to patient management reported.